Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that discordant low results for multiple assays were obtained on a patient sample on two dimension vista 500 instruments. Based on the dimension vista system operator's guide, the "e522: below assay range" error indicates that the result is below assay range and cannot be calculated; the user should confirm there was enough sample volume, ensure that there were no error messages, and follow their laboratory procedures. The customer reported that they receive pre-centrifuge samples and that a pre-analytical or sample handling issue potentially contributed to the discordant results. Siemens is investigating the issue. MDR 2517506-2018-00210 was filed for the dimension vista 500 instrument with serial number (B)(4).

Event description:
Discordant, falsely low calcium (ca), carbon dioxide (co2), glucose (glu), sodium (na) and total prostate specific antigen (tpsa) results were obtained on a dimension vista 500 instrument [serial number (sn): (B)(4)]. The sample was initially run on an alternate dimension vista 500 instrument [sn: (B)(4)] and resulted in low results. The initial ca result and one repeat ca result were flagged. All initial and repeat results were questioned by the customer and were not reported to the physician(s). The sample was re-centrifuged and rerun on the initial instrument [sn: (B)(4)], resulting higher. The second repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low results on multiple assays.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00211 on (B)(6) 2018. Additional information (28-mar-2018): siemens further investigated the event and observed that quality control recoveries were within expected ranges at the time of the event. In addition, siemens determined that no process errors were triggered at the time of the event and there was no indication of an instrument or reagent malfunction. Correct results were obtained after the customer re-centrifuged the affected sample and siemens determined that the customer centrifuged samples at a speed and time which deviates from the tube manufacturer's recommendations. Siemens determined that the cause of the discordant, falsely low results for multiple assays was due to a sample specific issue; the sample quality potentially impacted proper sample aspiration and sample delivery to the cuvette. Section was updated to reflect the additional information. The instruments are performing according to specifications. No further evaluation of these devices is required. MDR 2517506-2018-00210_s1 was filed for the same event.